Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep tightened loose lugs in the power plug. The system was tested and is operating as intended.

Event description:
The customer reported arcing in the c-arm power plug of the 9900 system. No pt injury was reported.